Manufacturer narrative:
Since the lot number was unknown, a device history record (DHR) review was not able to be performed. However, visual inspection of the returned product was conducted and the cracked was observed. Reportedly, the nurse used forceps to tighten the hub connection during the procedure. After further investigation of the returned sample, it is believed that the crack on the hub could be attributed to the excessive force applied while connecting the hub during the procedure. A review of the retain sample was not performed as the lot number was not provided. A review of the complaints log showed only two occurrences for the last three years from the same account. Therefore, it is recommended that training should be performed with the users/operators in the facility for proper application to prevent future occurrences. The root cause cannot be determined at this time.

Event description:
Luer hub cracked during use. Nurse used forcepts. PICC was replaced.